Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was reported to have been unresponsive. It was noted that the mouse and keyboard were unresponsive in the splash screen and in the application software. The application software was noted to be unresponsive as well. There was no patient present when this issue was identified. No additional information was provided.